Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow keypad button was intermittently unresponsive for two weeks. The patient denied evidence of moisture in the pump. The patient wore the pump outside of clothing and did not clean. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. The ok, down arrow and contrast buttons responded appropriately. There was evidence of keypad contamination found under all of the button contacts. Unrelated to the complaint, evaluation revealed a faded/discolored display lens, which has no effect on insulin delivery function.